Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). No causality assessment was received for essure with regard to medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). No causality assessment was received for essure with regard to medical device removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 43 year-old female patient who had essure inserted (lot no. A57113) for female sterilisation. The patient had a medical history of abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2539 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, total laparoscopic bilateral salpingectomy, laparoscopic right oophorectomy). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: the uterus fills normally. Symmetric coil position. There is no contrast beyond the outer coil or free spill from either tube. Impression: satisfactory coil position, no free spill identified [pathology test] on (B)(6) 2019: final diagnoses: uterus, cervix, bilateral fallopian tubes, right ovary cervix: nabothian cyst formation, mild chronic inflammation and squamous metaplasia endometrium: benign endometrium with scar formation myometrium: unremarkable serosal surface: unremarkable right ovary: benign ovary with benign cyst right and left fallopian tubes: benign fallopian tubes gross pathology: left fallopian tube: 5.5 cm in length and 0.8 cm in diameter. Sectioning reveals pinpoint lumen right fallopian tube: 6.4 cm in length and 0.6 cm in diameter. Sectioning reveals pinpoint lumen lot number: a57113 manufacture date: 2012-09. Expiration date: 2015-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 43 year-old female patient who had essure inserted (lot no. A57113) for female sterilisation. The patient had a medical history of abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2539 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, total laparoscopic bilateral salpingectomy, laparoscopic right oophorectomy). At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure with regard to medical device removal. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: the uterus fills normally. Symmetric coil position. There is no contrast beyond the outer coil or free spill from either tube. Impression: satisfactory coil position, no free spill identified. [Pathology test] on (B)(6) 2019: final diagnoses: uterus, cervix, bilateral fallopian tubes, right ovary. Cervix: nabothian cyst formation, mild chronic inflammation and squamous metaplasia endometrium: benign endometrium with scar formation. Myometrium: unremarkable. Serosal surface: unremarkable. Right ovary: benign ovary with benign cyst. Right and left fallopian tubes: benign fallopian tubes. Gross pathology: left fallopian tube: 5.5 cm in length and 0.8 cm in diameter. Sectioning reveals pinpoint lumen. Right fallopian tube: 6.4 cm in length and 0.6 cm in diameter. Sectioning reveals pinpoint lumen. The most recent follow-up information incorporated above includes data received on: 11-sep-2023: medical record received. Lot number & surgical pathology report received. Medical history & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.